Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.